Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (once a week for 3-4 weeks; dose not reported) for peritonitis. On an unknown date in the same month, treatment with vancomycin was discontinued. The patient performed manual pd therapy while being treated for peritonitis, but was back on the cycler and dianeal therapy remained ongoing. On an unknown date in the same month, the patient recovered from peritonitis. The patient was retrained on aseptic technique by the nurse. No additional information is available.

Manufacturer narrative:
(B)(4): the date of the event was reported as unknown date in feb 2015.this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.